Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the loss of image occurred due to a printed circuit board failure. A definitive root cause of the printed circuit board failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited no image due to a printed circuit board failure. There was no patient involvement.